Event description:
It was reported that the zimmer pulsavac plus battery pack produced heat after use. When the nurse touched the cover of the battery pack, it felt hot, and smoke was generated. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR due to the hosp had discarded the unit. However, the investigation is on going and a follow up medwatch will be submitted once the investigation is complete.